Manufacturer narrative:
(B)(4). The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities, diminished bladder capacity, recurrent urinary stress incontinence, dyspareunia. Vaginal prolapse, urinary incontinence, physical deformity and the loss of the ability to perform sexually. Portion of mesh was excised and removed.